Event description:
Elderly female patient approximately 10 months post posterior laminectomy and instrumental fusion (thoracic-10 (t10) to sacral-1 (s1) vertebrae). Has had approximately 2 months of increased discomfort, following lifting a gallon of milk out of her refrigerator and hearing a "pop" in her back. X-rays revealed the stryker rods had broken in her lumbar spine at approximately the level of lumbar-2 and lumbar-3 vertebrae. Patient was scheduled for explantation and had new hardware placed. Rods were sterilized and sequestered for risk management. Product representative states this is a known risk of procedure and hardware can fail if the orignal fusion is not "taking." After explantation of broken rods patient received placement of new rods and blockers, local morselized autograft and an allograft of morselized bone, morphogenic protein and demineralized bone matrix to facilitate greater fusion mass, as well as prevent any future breaking of rods. Patient tolerated procedure well and remained at our facility until discharge home.